Event description:
Product surveillance contacted a customer regarding the patient reply form from a customer, in response to the "urgent product recall letter dated january 12, 2010." The customer reported that the home patient (hp) reported that she had just gotten out of the hospital with an infection. There was no patient injury or medical intervention indicated at the time of the initial report. During a telephone conversation with the nurse the following information was obtained. On (B)(6) 2010, per the nurse, the peritoneal dialysis (pd) dose was 10l a day, and the patient was on dianeal pd4 ambuflex pd therapy at the time of the events. On (B)(6) 2010, the patient went to the ER with complaints of abdominal pain and cloudy effluent in bag. During the ER visit the patient's wbc count was 182, and the effluent culture was positive for rare staph epi. The patient received intraperitoneal (ip) vancomycin and was sent home. On (B)(6) 2010, the patient was hospitalized again. The nurse did not know the reason for the hospitalization or the treatment the patient received during her stay. On (B)(4) 2010, the patient's wbc count was 3 and the effluent culture showed no growth. On (B)(4) 2010, the patient was discharged from the hospital. Per the nurse, many patients and staff members complained of nausea, vomiting, and abdominal pain which was found to be caused by a viral infection. The nurse did not recall the patient complaining of nausea or vomiting. Per the nurse, the patient received additional doses of ip vancomycin on (B)(6) 2010 (the nurse stated no post hospital cultures were obtained). Per the nurse, the patient currently does not have abdominal pain or peritonitis, and the events were unrelated to the pd solutions the patient was using at the time. Per the nurse, the doctor agreed that the patient most likely had the viral infection at the same time of the events. Per the nurse, the patient is currently continuing pd therapy.

Manufacturer narrative:
(B)(4). Device not available.